Event description:
A zoll distributor returned monitor (B)(4) indicating that the monitor was resetting.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) was completed. The reported problem (monitor resets) was confirmed. Upon evaluation, the monitor failed incoming functionality testing. The cause of the test failure was high resistance at the j1002 and j1003 connectors. On the defibrillator board. The cause of the high resistance was oxidation build up at the connector pins. No adverse event resulted from the defective monitor.